Event description:
It was reported that post-operatively the right atrial (ra) lead dislodged and was undersensing/not sensing appropriately. The lead was repositioned and remains in use. It was further reported that when the lead was re-connected to the implantable pulse generator(ipg) the atrial electrogram appeared flat and the device was not sensing the p-waves that were discernible on the surface electrocardiogram. Occasional deflections on the atrial electrogram were not marked as atrial sensed events. The physician questioned the integrity of the device so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.